Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4) proximal kink was observed before being returned. (Opened based on lab evaluation from (B)(4). Lab evaluation: 24 october 2024. Visual inspection: kink below sheath extender observed, stylet was not returned, distal end of needle examined, and no issue observed, luer lock of syringe examined and observed to be off-centre. Functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender, needle able to advance and retract with slight difficulty, needle removed from device and kink below sheath extender observed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation 1 unit of lot c2179447 of echo-19 was returned open in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 24 oct 2024. On evaluation of the devices the following observations were made: visual inspection: kink below sheath extender observed, stylet was not returned, distal end of needle examined, and no issue observed, luer lock of syringe examined and observed to be off-centre. Functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender, needle able to advance and retract with slight difficulty, needle removed from device and kink below sheath extender observed. It should be notes that this file is related to another investigation. For details of the investigation please refer (B)(4). This file was opened to capture the proximal kink observed during lab evaluation. With the available information, a physical and document-based investigation was conducted. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2179447 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order (B)(4). This was with (B)(4) which was from the same customer. A second complaint (B)(4) is registered for the same device. The root cause for (B)(4) complaints were as follows ¿during the echotip needle assembly the syringe was getting overtightened which would cause the luer to pivot from its central point. The manufacturing instructions lacked information as it did not state that the syringe should not be overtightened. The fqc instruction did not have a requirement to check if the syringe luer is off centre which led to the syringes being accepted at fqc. The luer lock being off centre would have caused the difficulty experienced when attaching the syringe causing the difficulty in maintaining vacuum and the aspiration result not being enough as experienced by the user. Ncr-nc24-013 was raised, to update the fqc instruction and manufacturing instructions for echo products.¿ and the root cause for (B)(4) complaint was as follows "a possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused the tip of needle to become bent. The proximal kink occurred on return of the device as device was not used but was returned not in its original packaging." Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number (B)(4). Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause may be attributed to excessive force applied during the advancement of the needle during the biopsy. This force may have caused the needle to kink below the sheath extender, as observed during the lab evaluation. Summary: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to excessive force applied during the advancement of the needle during the biopsy. This force may have caused the needle to kink below the sheath extender, as observed during the lab evaluation. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01 jul 2025.